Event description:
Device malfunction: unknown. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, an unk device failure occurred. Hemostasis was achieved with a starclose se device. There were no adverse pt effects reported. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.